Manufacturer narrative:
Investigation results: as of today the device has not been returned for investigation. When the product is returned, a follow-up report will be completed.

Event description:
It was reported that during a large bone surgery the handpiece became hot and burned the surgeon's hand. The surgery was completed. The surgeon received blisters on his hand, but has completely recovered with no ill affects. It was reported that no additional medical or surgical treatment was required for the burn.